Manufacturer narrative:
H3: product analysis verified not working properly. Motor corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra operative power ease motor was engaging when trigger were not pressing. There was no patient involved.

Event description:
Additional information received that the handpiece was plugged into the power source, sound was being made like the motor was working. However, when the trigger was depressed no movement. The hand piece was never working properly upon plug in.

Manufacturer narrative:
D4: UDI (B)(4). Has been updated. The previous UDI was no longer applicable. H6: codes a23 and d02 has been updated. The previously updated codes d16 was no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.